Event description:
Clinical study. It was reported that after a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the ostium left internal carotid artery with 80% stenosis and was 10mm long with a reference vessel diameter of 9mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30mm nexstent. Following post-dilatation, there was 5% residual stenosis. The patient was discharged the next day. At 371 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient was asymptomatic with stroke scale of 0. A carotid duplex showed a patient left internal carotid artery stent. The report noted that based on the carotid artery velocities obtained, the degree of stenosis bilaterally would fall within the 50-69% range, but based upon the accompanying diastolic velocities and ratios, this would most likely be closer to the 50% level. The cardiology notes noted a less than 50% stenosis at the stent site. The 12-month follow-up initially noted a 50% target lesion stenosis. The site later downgraded the event to 49%. The patient has not received additional treatment to date.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The complaint device was not returned; therefore, product analysis was not possible. Without product analysis, it was not possible to confirm the reported event or inspect the device for potential root causes. The most probable root cause is considered anticipated procedural complication.